Manufacturer narrative:
No information on date of return of symptoms that lead to the removal. Concomitant medical products: product ID 3093-28, lot# j0527928v, implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that there had been a loss in therapy effect. Pre-procedure history and physical was reviewed. The patient was examined and no change had occurred in the patient's condition which was significant to the planned course of treatment, since the h and p was completed. The patient's pre-operative and post-operative diagnosis was reported as urinary retention. The patient's lead and ipg were completely removed. The patient was reported to have been in stable condition following the procedure. No further complications were reported at this time.